Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving gabalon of an unknown concentration at an unknown dose rate via implanted infusion pump. The patient¿s past medical history was indicated as none. It was reported that the pump was implanted under general anesthesia on (B)(6) 2021. On january 19th, the patient experienced worsening nighttime spasticity. They changed to flex dosing on january 21st. They changed to continuous dosing on january 25th. On 2021-mar-17 the patient experienced swelling around the intrathecal baclofen pump and was admitted to the pediatrics department due to suspected local infection. The onset of the suspected infection was 2021-mar-17. The patient¿s crp was 3.34. A puncture was noted and yellow liquid that was slightly turbid was described. Administration of vancomycin hydrochloride (vcm) was initiated. On 2021-mar-18, the pump was scheduled to be removed due to a bacterial infection; however, the physician discussed with the pediatrician and d ecided to make it a little more ¿viscous¿. As of 2021-mar-28, the patient had improved and was discharged. The classification of the suspected local infection was indicated as not severe. The outcome of the suspected local infection was recovered as of 2021-mar-28. The causal relationship of the suspected local infection to drug was unrelated. The causal relationship of the suspected local infection to the pump, catheter, and procedure were unknown. Additional information was received from a foreign healthcare provider via a distributor on 2024-jul-24. It was indicated that from the mr in charge of the facility, they obtained that the patient experienced "worsening of spasticity" and "suspected local infection" after gabalon intrathecal administration from the lecture slides. Furthermore, it was indicated that the patient also experienced a "poor swallowing condition" as written in the slides and was deemed an adverse event.

Manufacturer narrative:
Additional information received on 2024-sep-18 determined that the information captured in manufacturer's report number 3004209178-2 021-11006 is from the same event. All follow up reports will be submitted under this report number (3004209178-2021-11006). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that it was asked, but unknown if there were any known factors that may have led or contributed to the report of worsening spasticity and poor swallowing condition. The worsening spasticity and poor swallowing condition had resolved. The pump serial number was reported.